Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop a respiratory infection and asthma. The patient did receive medical intervention in the form of a doctor's assessment and a prescribed steroid, antibiotics and inhaler. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused a patient to develop a respiratory infection and asthma. The patient did receive medical intervention in the form of a doctor's assessment and a prescribed steroid, antibiotics and inhaler. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual investigation of the exterior of the device, the manufacturer found no evidence of contamination. The manufacturer also found evidence of discoloration to the humidifiers seal. The manufacturer found no evidence of foam degradation and no evidence of contaminate in the air path of the device. The manufacturer applied power to the device and found the device to operate without issue or error codes. The manufacturer concludes there is no evidence of foam degradation within the device. The device operated as designed.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing blood, caused a patient to develop a respiratory infection and asthma, bleeding from the lungs, headaches and vomiting up blood. The patient did receive medical intervention in the form of a doctor's assessment and a prescribed steroid, antibiotics and inhaler. In section h6 health effect - clinical code has been corrected / updated in this report.